Event description:
Info received indicates the nurse call feature will not operate.

Manufacturer narrative:
The tech found the communication cable was missing from the bed. The tech replaced the communication cable to repair the bed.